Event description:
On 2023-apr-27, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they weren't receiving the therapeutic relief they desired from the ins since several months ago, at the end of 2022. Pt noted they had to turn their ins off because they couldn't adjust their settings and now their sciatica was getting bad. Patient services specialist (pss) reviewed role of rep and provided the pt with the nas number for their hcp office. Pss emailed the local manufacturer reps for visibility. The patient was redirected to their healthcare provider to further address the issue. On 2023-may-05, additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 0-7 electrodes are all 40,000 ohms. Attempted to reprogram but not able to push current through contacts 0-7. Patient called the rep stating she cannot turn her stimulation up. Rep met with her the same day and at attempted to reprogram and was not able to get any stimulation to her cervical lead. The 2nd lead in her system works great. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. On 2023-may-08, additional information was received from the manufacturer representative (rep). It was reported that effective ther apy was achieved with the 2nd lead for the patient back and legs. The 1st lead is not usable. That lead is a cervical lead.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.